Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with cervical spondylotic myelopathy; and underwent posterior cervical decompression and fusion. Intra-op, the implant broke. Hence, the broken product was explanted completely. No patient complications were reported as a result of this event.